Manufacturer narrative:
A complaint was received on (B)(6) 2022 reporting the rfid gauze pack had debris in it. The issue was found during set up of the procedure. The report indicated it delayed the case by 30 to 40 minutes due to having to breakdown and reset. There was no patient involvement. A picture of the debris and gauze was provided to deroyal for evaluation. A supplier notification letter (snl) was issued to the gauze supplier covidien to make them aware of the issue. Since there were no previous reported similar complaints for this raw material. No root cause was determined by covidien due to a supplier notification letter (snl) being issued. Potential root cause determined by deroyal: manufacturer oversight during the manufacturing / production process. The following corrective actions have taken place by deroyal: added additional guidance to the manufacturing routing instructions to enlighten awareness for the reported issue received for debris in the rfid gauze. Production records were reviewed, and no issues were found. An inventory check of the gauze was made by deroyal, a total of (B)(4) gauze rf 4 x 4 lot 22011at was inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
The rfid gauze pack had debris in it.